Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm, identified as malfunction 16, was reported. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as an alternate form of insulin therapy, and technical support arranged for a replacement pump.